Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract during penetration. The surgeon used another instrument to complete the procedure.no pt injury reported.